Event description:
Reporter stated there are signs of burning on the battery cover of the infusion device and the battery lifetime is too short. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Battery cover was not returned.